Manufacturer narrative:
Because of the condition of the returned sample, functional testing regarding the failure mode or retesting against specifications requirements was not possible.

Event description:
Event desc: the product got stuck on something inside the body and eventually broke off. Unintentionally deployed the physician was able to snare it (venous approach). No detriment to patient.